Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was accidently left open and caused entire pyxis to shut down due to short circuit. Device would not turn back on and screen was black, user unplugged drawer 4 from the bus and the machine turned on and was working otherwise they needed someone to fix drawer 4. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire station was shut down. A field service engineer replaced the drawer controller board to resolve and verified the functionality. The system functioned as intended after the field service engineer repaired the device.